Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that since representative changed programs 2.5 weeks ago, it has not been as effective. The patient also reported that the batteries in the controller showed low battery and batteries went out in the past and the battery was changed in early january.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of bladder and bowel symptoms since having rectal prolapse surgery in (B)(6) 2016. The patient did not think the rectal prolapse was related to the interstim. They noted that they were not constipated and used miralax for awhile. It was indicated that they had tenderness and pain when increasing stimulation and when they had a bowel movement since the surgery. The patient saw the healthcare provider (hcp) in (B)(6) 2016, and the hcp stated that it was taking a longer time to heal. The patient mentioned that they had a reaction to the medication, and also had a belly ache after the prolapse surgery. They tried another program, but it was more painful. During the call, the implantable neurostimulator was confirmed to be on. Additional information received from the patient indicated that the hcp recommended ground flax twice a day to the patient as a step to resolve the return of symptoms. The patient developed a sensitivity to that, so they switched to ground chia seeds to bulk up the stool. They mentioned that they still had fecal leakage. They saw the hcp and manufacturer representative (rep) on (B)(6) 2017. The rep changed the program for the patient to try for two weeks. The patient was not feeling any stimulation now. They were told to increase by (B)(6) 2017. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.